Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer to inspect the unit. Fss checked the unit and found the ethernet cable to be faulty. Fss replaced the ethernet cable and checked the unit as per service check list. Fss run the system in user mode for two (2 hours with no issues found. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported whitestar signature system is hanging. It was noted that the system froze in user mode in user screen and error 2011 (error getting version strings from instrument host) and error 2012 (instrument host timeout error) occurred during startup. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
In the initial report, the manufacturer date entered (7/27/2015) was incorrect. The correct date (07/07/2016) has been entered in this follow up. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.